Event description:
It was reported that during a thoracotomy procedure, when placed across the lung on the second firing, the staples formed on one side of the cut line but not the other. The device was reloaded and a similar occurrence happened. A new instrument was opened and the staples did not form. The case was completed using sutures. There was no reported patient consequence.